Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defibrillator fell and requested a quote for repair. Patient involvement is unknown, but there was no report of injuries.

Event description:
The customer reported that the defibrillator fell and requested a quote for repair. There was no patient involvement.